Event description:
On 12/16/2024, a sales representative reported via (B)(4) that an abs-10061t arthrex angel prp kit had a punctured hose. The case was completed using an additional kit. There was no case delay. No adverse effects on the patient were reported. This was discovered during a prp for a shoulder pain procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.